Event description:
It was reported that multiple cartridge alarms occurred. The customer has been using manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The customer will see about obtaining a new pump.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.